Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant procedure that the tip of the screw was kinked after "repeated operations" of pacing lead. The implant could not continue and the lead was replaced. No patient complications have been reported as a result of this event.